Manufacturer narrative:
Reported event: an event regarding abnormal ion level & disassociation involving an accolade stem was reported. The event was confirmed for disassociation based on medical review method & results:  -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: materials reviewed:10/07/2019: stryker pi report 09/11/2007: implant sheet. Trident hemispheric shell 56-f, x3 polyethylene 00 40-f, 40mm +8mm v40 lfit anatomic head, 6.5mm torx screw 25mm, tmzf accolade plus stem #3.5 undated/unlabeled: ap pelvis x-ray copy. Right hip accolade tmzf with severe trunnion wear and head disassociation. Undated/unlabeled: ap pelvis x-ray copy. One hip with accolade tmzf with severe trunnion wear and head disassociation. Confirmation: a head trunnion disassociation with severe trunnion wear could be confirmed. The images were unlabeled relative to date and patient ID. Injuries, increased metal levels, device recall, and/or revision surgery could not be confirmed with the materials provided. Root cause: the root cause of the disassociation was severe trunnion wear. The root cause of the other allegations could not be ascertained without additional information and confirmation of the events. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported accolade stem was mated with a lfit v40 cocr head. The cocr head has been identified to be within scope of an nc and CAPA. The event was confirmed for disassociation based on medical review. The exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6), 2007 and was revised on (B)(6), 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2007 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.